Event description:
The affiliate stated the customer reported erroneously elevated platelet (plt) results along with non- numeric white blood cell (wbc) results and differential incomplete for two patient samples involving the coulter lh 500 hematology analyzer. The sample was then remixed and reanalyzed and produced a lower platelet (plt) count within the normal reference range. The customer performed troubleshooting and discovered an air pressure leak at pinch valve pv27. The customer replaced the tubing through pinch valve pv27 and resolved the issue. The erroneous results were not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, the failure mode is related to tubing through pinch valve pv27. The failure mode related to the white blood cell (wbc) and platelet (plt) vote-outs and over-range results could not be determined with the available information. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).